Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly. The insulin pump passed the functional tests. No damage in the keypad assembly noted. No unlocked keypad connector during visual inspection. No frozen display during testing. The insulin pump received with cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.

Event description:
It was reported that the insulin pump froze after multiple battery changed and buttons were unresponsive. Customer's blood glucose was 420 mg/dl. Customer treated 20 units of insulin by pen. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.